Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid valve and leaflets issues due to rv lead. The ipg was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.